Event description:
It was reported that during a hals nepherectomy procedure, while using the harmonic scalpel, the tip broke off and fell into the patient. The surgeon retrieved the loose piece. There was no patient consequence.